Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 17 events were previously reported during the reporting period; however, 15 previously reported events were included under MFR report # 0001811755-2020-02960 but should be included under this report. 2 previously reported events were included under MFR report # 0001811755-2020-02961 but should be included under this report. 17 previously reported events are included in this record. Product return status 17 devices were received. Additional information 17 devices were not labeled for single-use. 17 devices were not reprocessed or reused.

Event description:
This report summarizes 17 malfunction events in which the device had inadequate lubrication and reportedly overheated. 17 events had no patient involvement; no patient impact.